Manufacturer narrative:
Corrected data: g2. Other: "france" should be removed and "italy" should be added. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2; -9.00 diopter implantable collamer lens had tore during loading, after removing from the vial. It was also indicated that there was lens tear/break during injection/delivery into the eye and lens was stuck in the cartridge or injection system. There was no patient contact or injury. This occurred on (B)(6) 2023. A replacement lens was implanted and this resolved the problem.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).